Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2016 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
This emdr represents supplemental report # psr-67465 for previously submitted MDR number 2210968-2017-70668, subject of a litigation complaint summary exemption no. E2013037. The referenced exemption was revoked effective (B)(6) 2019. The reports previously submitted as part of the exemption were not submitted in a format compatible with the public MDR database (maude) and are available through FDA¿s MDR data files webpage, at https://www.FDA.gov/medical-devices/medical-device-reporting-MDR-how-report-medical-device-problems/MDR-data-files#asr. Therefore, this report does not represent a new reportable event. The information included in this report was submitted outside the required timeframe due to the extended use of exemption e2013037 beyond its revoke date, as documented under (B)(4) (ethicon¿s internal reference number).